Event description:
It was reported that an ilet touchscreen separated from the device housing, after which the screen became unusable and the device was no longer watertight, and the user could not recall how the damage occurred. Symptoms included no injury and no effect on blood glucose. Outcomes included interruption of normal device use, need for device replacement, and user guidance to shut down the device and back up therapy as needed. Investigation included customer interview and assessment of use-related and mechanical factors pending device return. Investigation of this case revealed product damage to the touchscreen/display assembly that prevented continued operation. It was concluded that the device experienced a mechanical failure of the touchscreen component, necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.